Event description:
It was reported that the patient experienced redness and irritation due to an allergic reaction with the adhesive that was used to keep the leads. The patient underwent a lead pull. The explanted components will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn : (B)(4). Model : sc-2316-50e. Serial: (B)(4). Batch: 7180263.